Event description:
It was reported that the doctor was leaking large amounts of waste during the docking cycle. There was no user contact with the waste. No adverse event was associated with the device.

Manufacturer narrative:
The field service tech tightened all coupler hardware, and hoses. Removed the internal detergent line and cut the tubing square and re-installed the tubing. The device was returned to service.